Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated that prior to the event, her blood glucose levels were rising but she was not receiving assistance from the help line because they could not find her name in the system. The customer further stated that she was also unable to reach her diabetes therapy associate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.